Event description:
The printer for the fetal monitor kept jamming or printing blank areas on the paper. The print head was cleaned and the paper tray was changed, however, the printer continued to jam and print blank areas. Although the device was not printing correctly, the data appropriately transmitted to the ob tracevue system. The monitor was exchanged and philips is sending a new printer stepper motor.